Event description:
A female assistant wore the gloves and shortly after experienced a rash symptoms that started back in 2020. After wearing for some time they found that the rash was still appearing. As a result, they went to a dermatologist where they were prescribed oral steroids and given creams to help with the rash. They have since gotten better. It was recently realized there was a linkage to the rash and these gloves.